Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response and button error alarm due to moisture damage on keypad traces. No stuck buttons noted. Cracked display window corner and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error and the customer was having an issue with the keypad - the buttons were getting stuck. The customer's blood glucose was 105 mg/dl. The discontinuation of the device was advised. Nothing further was report.